Event description:
Procedure: hepatic resection. According to reporter: the stapler was placed on the right hepatic artery for transection. The device closed properly but in the surgeon's words "did not feel right when it fired." The stapler cut and the staples were partially formed on one side and didn't seem to appear on the other side except for the initial few millimeters. A new reload was loaded and the same thing occurred with partial or no staples forming and cutting. The surgeon noted that the knife blade did not properly return and looked like it almost popped out of the track. Blood loss was reported as one liter. The surgeon was able to clamp the artery and control bleeding and place another staple line.